Event description:
A facility reported that an adverse event occurred while using ispan sf6 use. No details were provided about the event, the patient, the outcome, or the product.

Manufacturer narrative:
The device was not returned for evaluation. Batch production records could not be reviewed because, the reporting facility did not provide a lot number. This report mailed in to the FDA on: 08/06/2010.